Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, d9, e1, h3, h6.

Event description:
Healthcare professional reported via aemps right side "rupture" diagnosed via mammogram. Healthcare professional additionally reported "contractured implants". Healthcare professional later confirmed "capsular contracture baker grade IV". Device has been explanted.

Event description:
Healthcare professional reported via aemps right-side "rupture" diagnosed via mammogram. Healthcare professional later also reported "contractured implants". Healthcare professional then confirmed "capsular contracture baker IV". Device was explanted.

Manufacturer narrative:
Photo analysis completion: it is not possible to determine the lot number or catalog through the photos provided. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: b.5, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3a b3 b5 b6 d6a/b e1 g2 h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6).

Event description:
Physician reported "contractured implants" with no baker grade provided for the right side. Baker grade IV was later provided. The right side device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via aemps right-side "rupture". Device remains implanted.